Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found non-intuitive motion of the instrument. Manual input of the disc knobs did not exhibit smooth movement. Both pitch cables were frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage found. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; frayed cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a pk dissecting forceps instrument was misfiring. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.